Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported the patient never had therapeutic effect. It was stated that it never worked as well as it should have. A loss of therapeutic effect was also noted. Additional information received on 2015-10-05 from the consumer reported that the patient never had efficacy. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The issue was not related to positional movement. The patient tried increasing and had used all 4 programs. The therapy never helped the patient¿s symptoms, but they were able to stop taking oral medication. The patient had past medical history of a twice torn acl and patella issues requiring past and possibly future surgeries. The patient might consider explant so they can have mris when needed. Patient called again on (B)(6) 2019 and reported that the ins had ran out and that they would be getting it removed. No further complications were noted or anticipated